Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6) ; product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: camera 9735821 vega base s8 svc, lot: p901267 h3) onsite functional and visual examination was performed by a manufacturer representative. The camera was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The camera was returned for analysis. The returned positioning sensor unit (psu) has scratches on housing and lenses. A check of the event log showed intermittent firmware incompatibility dating back to (B)(6) 2019. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .718mm with a passing threshold of .250mm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a sacroiliac and thoracolumbar procedure, the localizer faulted after booting the system into the application. Troubleshooting steps were emailed to the operating room due to lack of reception, and the recommendation was to check if the internal camera battery was dead, and it was confirmed to be. There was no reported impact to patient outcome and no reported delay.